Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and adnexa uteri pain. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, 2 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine pain ("uterus pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2007) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and uterine pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: failed ablation. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: on (B)(6) 2004: confirmed occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record-pelvic pain,uterine pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - outcome for all the events added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and adnexa uteri pain. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2004, 2 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue."). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine pain ("uterus pain"). The patient was treated with surgery (pelvic surgery on (B)(6)2007) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and uterine pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: failed ablation diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2004: confirmed occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record-pelvic pain,uterine pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr added, events added from pfs are as follows abnormal bleeding(vaginal, menorrhagia), dysmenorrhea, dyspareunia,pain, fatigue, uterine pain incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2007). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.